Event description:
Epix universal clip applier m/l reference (B)(4), lot #1231562, expiration date: 09/22/2017, surgeon performing a laparoscopic cholecystectomy. While attempting to clip the bile duct, the clip applier clamped down, but would not release. Surgeon had to modify his procedure (laparoscopic to open chole) and remove the bile duct and suture the hepatic duct to prevent a bile leak. A drain was placed to monitor for a bile leak, which did occur. This required a mrcp, then an ercp with stent placement which resolved the leak. Pt had an increase in hospital days and extra procedures do to the malfunction of the clip appliers. Pt was not on any other medications at the time.